Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had requested for help troubleshooting an issue with programming a fat emulsion infusion using interoperability on an nicu baby. The order was for 9.85ml to be given over 24 hours. Initially when the pharmacist entered the order, they accidentally entered 9.85ml over 0.2 hours (41ml/hr). But this error was caught before being administered and was modified to run over 24 hours (0.41ml/hr). When nursing later programmed the pump, it came up with a rate of 49.25ml/hr. It was also noted that tpn was running at the same time as the fat emulsion. There was patient involvement but unknown harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of a fat emulsion issue was reported as a result of a programming error was not able to be definitively confirmed because no device or logs were provided for this investigation. ¿ the facility provided a screenshot of the alleged programming error with the infusion set to infuse 9.85 ml over a period of 0.2 hours instead of intended 24 hours. ¿ it was reported the error was caught and corrected before the infusion was administrated. ¿ laboratory inspection and testing could not be performed; the incident device was not received for this investigation. ¿ the device was reported with patient involvement but no harm. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported fat emulsion issue was reported as a programming error that was reportedly corrected before the infusion was administered, was unable to be determined. The suspect device or the associated device logs were not returned for this investigation and no additional event information was provided.

Event description:
It was reported that the customer had requested for help troubleshooting an issue with programming a fat emulsion infusion using interoperability on an nicu baby. The order was for 9.85ml to be given over 24 hours. Initially when the pharmacist entered the order, they accidentally entered 9.85ml over 0.2 hours (41ml/hr). But this error was caught before being administered and was modified to run over 24 hours (0.41ml/hr). When nursing later programmed the pump, it came up with a rate of 49.25ml/hr. It was also noted that tpn was running at the same time as the fat emulsion. There was patient involvement but unknown harm.